Manufacturer narrative:
The mayfield infinity skull clamp (a1114) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - unit received with the knob having rotational and lateral movement and a residue buildup was present. Unit needs new components added to replace worn internal parts along with cleaning and general maintenance. Root cause - the reported complaint was confirmed via inspection of the unit. The index knob was loose, and the unit required replacement of worn internal parts. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield infinity skull clamp (a1114) was loose and had loose screws. Additionally, it was further reported that during a procedure, the surgeon and staff had issues with use. No patient injury or surgical delay has been reported.